Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette the correct amount of lyse buffer in well position a6 and no error message was given. A field service engineer was dispatched and could not duplicate the problem. Fse replaced tip clamps in positions 1,2,5,6 and 7 and replaced plunger clamp 11. No death or serious injury was associated with this event.